Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR # 2916596-2016-01041. This reported is being submitted as additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2016 due to drainage from the driveline exit site which had begun 1 week prior. The patient was admitted for IV antibiotic treatment. Wound cultures were collected and were found to be positive for pseudomonas. On (B)(6) 2016, the patient was taken to the operating room for driveline debridement and wound vacuum assisted closure (v.a.c.) Therapy was applied. IV antibiotic treatment was continued. On (B)(6) 2016, the patient was reportedly stable with no further issues reported. Additional information was received that the patient had a driveline infection that was caused by staph bacteremia and pseudomonas.